Event description:
A physician reported a pt who was treated on 10 march 1997 in the vermilion border and nasolabial folds. A wrinkle appeared on the right side of the moustache area which was not there before treatment. To the side of this wrinkle, there was palpable collagen. On 12 march 1997, the correction was lost, and this was the pt's chief complaint. On 13 march 1997, the pt reported this to the office. On 14 march 1997, the pt reported this to the office. On 14 march 1997, the physician examined the pt and concurred that there was no correction and some lumps that he believed were the collagen material. The pt requested add'l collagen treatment. On 2 may 1997, the physician did not think the wrinkle would be permanent but was not sure. On 14 april 1998, the physician reported that the pt had not been seen and was lost to f/u.